Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with food. The customer accidently gave themselves a manual bolus. The customer tested their blood glucose and they went down to 115 mg/dl. The product was not returned for analysis.